Event description:
According to the information received, the cribriform device was used to close a left atrial appendage (laa), but the device embolized. The device had presented the pumpkin phenomenon which was misinterpreted as a constriction of the neck of the laa. The first deployment out of the sheath was strange (partial cobra phenomenon) and the final position showed the pumpkin sign. The pumpkin phenomenon was reproduced when the device was withdrawn into the sheath and redeployed. The safety tether used for this deployment did not prevent the embolization that occurred a few minutes after release. When it embolized, it maintained the pumpkin shape of right-sided disk. The device was easily removed from the descending aorta and the laa and subsequently, the asd was successfully closed. Additional information received indicated there was no sizing technique utilized other than eyeballing the angiogram of the laa. No anomalies were observed upon inspection or load testing of the device or delivery sheath during prep. No additional pressure or force was necessary to advance the device through the sheath. The device was intentionally released from the cable (special thin cable, i.e. Safety tether). The device was snared with gosseneck snare at the female nipple and removed through femoral vein. The patient's health status was normal.

Manufacturer narrative:
Aga's medical consultant reviewed a cd and the information received for this event and reported the following observations: a 35mm cribriform device was placed in the laa with mushroom/pumpkin of ra disk. The cribriform device implanted with ra disc in la, embolized to abdominal aorta. It appeared to be a result of being constrained by the laa, but malformation of the disc persisted on embolization and into the retrieval process. The device was snared, but the microscrew was perpendicular to the retrieval sheath orifice and the device was pulled directly from femoral artery. In summary, there was failure of the ra disc to reconfigure after deployment. It could have been initiated by constraint from the laa, but the persistence after embolization suggests the possibility of a problem with the device; however, this may be hard to reproduce on the retrieved device. Examination of the returned components revealed no defects microscopically. The device was measured and the size was confirmed. The device was load tested with test 9f loader and the proximal disc bubbled slightly during first deployment, then worse with each subsequent deployment. Due to the variables associated with device deformation, an internal corrective action was initiated to determine the root cause of device deformation.